Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm vollure¿ xc in the nasolabial folds. Only alcohol was used to clean the area prior to injection. Sometime later, the patient experienced a delayed onset reaction ¿swelling and feels firm with nodules.¿ the patient was treated with a round of steroids to help resolve which has helped with the swelling, but the product still feels firm with nodules. The hcp is concerned about biofilm. Symptoms are ongoing.